Manufacturer narrative:
(B)(4). (B)(6). The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the device did not function, would not engage when power was applied, coupling head malfunctioned, tool did not engage, upper trigger was sticking, electric motor emitted an unusual noise, electric moto was not functional, trigger components were corroded and coupling head was worn. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to normal use over time. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that the small battery drive device was not functioning. During an in-house engineering evaluation, it was observed that the device was not functioning, did not engage when the power was applied, the coupling head had a malfunction, the tool did not engage, the upper trigger was sticking, the electric motor emits an unusual noise, electronic control unit was not functional, trigger components were corroded and the coupling head was worn. It was not reported if the device was used in surgery, or if there was patient involvement reported. It was not reported if there were any delays in a scheduled surgical procedure or if a spare device was available for use. It was not reported if there were any injuries, medical intervention or prolonged hospitalization. The exact date of this event is unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.